Event description:
It was reported that pump displayed malfunction alarm malf 24 that could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump under warranty with updated software, provided instructions for storage mode and for returning malfunctioning pump within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor once replacement pump was received.